Event description:
Investigation results: product name: novofine® 30g x 8 mm batch number: unknown. No investigation was possible, because neither sample nor batch number was available. 05-oct-2020: the suspected device (novofine 8mm (30g) has not been returned to novo nordisk a/s for investigation. Neither the batch number is available for trend analysis. It is not possible to identify a clear root cause of the experienced adverse event. With available limited information on product handling, needle was used with non-novo nordisk device to administer which may not be compatible. This could have lead to needle breakage and subsequent injury at the injection site. Since last submission the case has been updated with the following: -investigation results were updated. -narrative updated accordingly. H3 continued: evaluation summary: product name: novofine® 30g x 8 mm batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: since last submission the following has been added: company comment. 05-oct-2020: the suspected device (novofine 8mm (30g) has not been returned to novo nordisk a/s for investigation. Neither the batch number is available for trend analysis. It is not possible to identify a clear root cause of the experienced adverse event. With available limited information on product handling, needle was used with non-novo nordisk device to administer which may not be compatible. This could have lead to needle breakage and subsequent injury at the injection site.

Event description:
Broken needle remained in patient's skin [needle issue], broken needle remained in patient's skin [injury associated with device]. Case description: this serious spontaneous case from poland was reported by a consumer as "broken needle remained in patient's skin(needle broken)" beginning on (B)(6) 2020, "broken needle remained in patient's skin(needle injury)" beginning on (B)(6) 2020, and concerned a (B)(6) year-old male patient who was treated with novofine 8mm (30g) (needle) from 2018 and ongoing for "type 2 diabetes mellitus." Patient's height: 160 cm. Patient's weight: (B)(6). Patient's bmi: 70.3125. Current condition: type 2 diabetes mellitus (since 2012). Concomitant products included: polhumin n(insulin human injection, isophane) --/--/2018 to ongoing, polhumin pen (non-codeable). It was reported that patient was treated with insulin polhumin n via polhumin pen (both non nn products), and uses needles novofine. Several times the patient experienced breaking of needles. On (B)(6) 2020, the patient reported that needle was broken and remained in the skin. The patient was admitted to hospital emergency ward, where the needle was removed from the skin. The patient reported of being trained by a healthcare professional in the use of the needles. The patient always used a new needle for injection and the force required to make an injection was normal. The patient ensured that the needle was attached properly to the pen before injection and was not leaving the needle attached to the pen in between injections. Batch number of suspect product was requested. Action taken to novofine 8mm (30g) was reported as no change. On (B)(6) 2020, the outcome for the event "broken needle remained in patient's skin(needle broken/needle injury)" was recovered.